Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter was returned and although the display issue was not confirmed during product testing, the returned meter has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
No mfg parameters found out of spec and original renata battery voltage could be recorded as meter turned on. Returned batteries gave a voltage of 3.020 v. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, the unit of measure was selectable and was rec'd at mg/dl. Errors 015, 0204, 0300, and 0806 were observed in the meter internal log indicating battery droop. Battery droop is indicative of memory overwrite. Customers and retailers have been informed through the fa 16may2006 letter.